Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 25 mg/dl. The customer stated that she lost consciousness prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, found repeated error alarms in the alarm history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.